Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's spouse reported via phone call of high blood glucose of 600mg/dl, bent cannulas and a no delivery alarm. Troubleshooting found that the pump has been dropped a few times and the lip on the insulin compartment is cracked and broken. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and agreed to return the product for analysis. Customer declined high blood glucose troubleshooting and the no delivery alarm and indicated that the bent cannulas caused the high blood glucose.

Manufacturer narrative:
The pump passed the functional testing, including the operating currents measurement, self test, unexpected restart, displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery alarm tests. No excessive no delivery alarms were noted. The pump had broken battery tube threads, a broken reservoir tube lip, a cracked reservoir tube, a stripped battery cap coin slot and minor scratches on the display window.